Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked on february 22, 2019. According to the complainant, a black particle was noticed in between the product box and the plastic bag, and there was also a black particle in the sticky part of the seal. There was also unspecified damage to the device packaging, though the sterile seal did not appear to be compromised. There was no patient or procedure involved. ***additional information received on 17apr2019*** based on a photo of the device pouch sent by the customer, there was a black particle noticed within the packaging.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed that the original device pouch was unopened and was inside another sealed package. The pouch and the package did not show damages. They were correctly sealed, and they were not torn, no holes were observed, and the label was in good condition. However, a small, black particle/foreign matter was found between the original pouch and the other package; it was on the backside of the original pouch, over the tyvek and close to the place where the directions for use brochure was located. This failure is most likely due to failure to maintain or establish techniques for controlling and verifying the product specifications (including materials used) identified by the manufacturer himself. The second package (plastic bag) is placed in a distribution center, and it is possible that the reported event has been originated during the second packaging process. Therefore, the most probable root cause is quality control deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked on (B)(6) 2019. According to the complainant, a black particle was noticed in between the product box and the plastic bag, and there was also a black particle in the sticky part of the seal. There was also unspecified damage to the device packaging, though the sterile seal did not appear to be compromised. There was no patient or procedure involved.